Manufacturer narrative:
Neither kinks nor bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation results additionally found no evidence of any damage or manufacturing deficiencies that would result in the adhesive pad to be separated from the device. The adhesive pad was returned attached to the device.

Event description:
It was reported the patient's blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the pod was tearing away from the adhesive backing. As treatment, the patient succuessfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.